Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information on how to reset the pump, and the caller was instructed to reset the pump when ready and to follow up if the issue persisted.